Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had crack on the screen. The customer¿s blood glucose was unknown. Customer stated that they did not see inside of the insulin pump due to lines that had formed on the screen. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.